Manufacturer narrative:
The device was not returned and there was insufficient information regarding the reported device, patient and procedure; however, no additional information was obtained. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported event. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic procedure, the tip of the device broke off and fell into the patient¿s bladder. The broken piece was retrieved from the patient. No harm to the patient was reported.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the referenced device and indicated the device was manufactured in july 2004. There was no defects or nonconforming issues during the manufacturing of the device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the tip at the distal end of the sheath was missing completely. A visual inspection found evidence of the adhesive where the tip of the device was attached to. In addition, there were minor scratches on the outer tube of the sheath and the red alignment dot was missing. There was no restriction or dents in the sheath. The exact cause of the reported event is unknown, however, based on similar reported complaints, the most probable cause of the reported event could be attributed to unintended operational error. The instruction manual contains warning which states, "always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop: align working element and sheath parallel to one another before proceeding."